Event description:
The patient reportedly experienced a loss of lock between the implant and external equipment. External equipment was exchanged but the problem was not resolved. Testing performed by a company representative confirm that the device was not functioning. Surgery to explant the patient's c1 device will be scheduled.